Event description:
Surgeon was using broach 37.5 number 0. Whilst extracting it from femur using broach handle, the broach broke at the point where it attaches to the handle. Surgeon was using extra force to extract.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.